Manufacturer narrative:
UDI - (B)(4). Reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device was not holding cutters was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had a hole in the hose near the muffler, failed safety assessment (runs in the load position), and had low rpm (60,572 should be at least 75,000). It was further observed the vanes are worn-out and broken causing the low rpm, and the locking components were damaged causing the device to run in the load position. It was determined that the condition of the vanes is consistent with normal wear over time. It was further determined that the condition of the hole in the hose near the muffler (zone 1) is consistent with assembly tooling issue (manufacturing). This issue has been escalated to CAPA. The issue with locking components is consistent with trying to run the device in the load position or pushing on the disconnect sleeve while the device was running, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery testing, it was observed that the motor device was not holding the cutter devices. According to the report, the patient was not in the room when the event occurred. During in-house engineering evaluation, it was found that the device had a hole in the hose near the muffler, failed safety assessment (runs in the load position), and had low rotations per minute (rpm). It was reported that there was no delay to a scheduled surgical procedure as an unspecified spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.